Event description:
It was reported that during implant the right ventricular (rv) lead kinked while being inserted, and 'accordion' behavior was observed on the outer insulation. The physician was not comfortable using the lead due to possible insulation failure. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.